Event description:
Customer reported receiving 20 to 30 motor error alarms over the past seven days prior to the call. Customer stated that the motor error alarms occurred every time he gave a bolus. Blood glucose level was 260 mg/dl at the time of the call. Customer stated that the insulin pump may have recently been exposed to high levels of heat. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.